Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, eight years two months of post-deployment, the patient presented to the doctor to check filter for filter removal. The patient was examined and in the best interest of the patient, it was decided not to remove the inferior vena cava filter. Around, three months later, the patient presented to the doctor with abdominal pain and a computed tomography abdomen pelvis was revealed that, there was an inferior vena cava filter with the upper end of the filter terminating just below the right and left renal veins. There was no aortic aneurysm. The investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Therefore, the investigation is inconclusive for thrombus above the filter post-deployment. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 01/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with thrombus above the filter; however, the current status of the patient is unknown.